Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. Manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Analysis of the device may have aided in a more definitive investigation. The reported needle to cuff miss can be influenced by, but is not limited to, user technique, challenging anatomical conditions or manufacturing. A cuff miss may occur if the operator fails to position and maintain the device at a 45 degree angle throughout deployment, rotates the device at any point during plunger/needle deployment, deploys the device in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploys the plunger, aggressively removes the plunger or fails to maintain adequate foot position against the arterial wall. Needle trajectory can be influenced by user technique. A change in angle or torque of the device during use could translate to a change in needle trajectory leading to needle to cuff miss as reported in this case. The needle trajectory can be influenced by challenging anatomical conditions. As the needle travels through tissue, the needle trajectory can be influenced by scarred or calcified tissue and be deflected away from the cuff during deployment. The amount of deflection will depend on the severity of the anatomical conditions. During manufacturing, the needle is partially deployed to verify the travel path (trajectory) to the cuff within the foot, thus ensuring proper deployment. Based on the investigation of the reported information and the inspection criteria, a cause for the reported needle to cuff miss could not be determined. There was no evidence of a product quality deficiency. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and found no indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality. A sample is also taken from each lot for destructive functional testing to verify the quality of the lot.